Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
While at home the patient complaint of shortness of breath. The patient was found at home unresponsive due to cardiac arrest. Emergency service attempted CPR for one hour and 15 mins without success. The patient arrived at the hospital for pulseless electrical activity (pea). After pea, the patient presented with cardiogenic shock. The patient expired on (B)(6) 2020 no further information was reported.

Manufacturer narrative:
Weight, adverse event or product problem, outcomes to adverse event, type of reportable event, report source: correction. Describe event or problem, event problem and evaluation codes: additional information.

Event description:
It was reported the device operated as intended and that there were no reported device issues or malfunctions that could have contributed to the patient outcome. The event was not device related and was related to the patient's pre-existing condition.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not conclusively be established through this evaluation. The account communicated that the device will not be returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. This document lists right heart failure, respiratory failure, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. "Patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. (Under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." The relevant sections of the device history records for mlp-008892 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22feb2018. No further information was provided. The manufacturer is closing the file on this event.